Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the insulin pump had watchdog timeout. The customer was unable to clear the battery out limit alarm due to pump rest. The customer¿s blood glucose level was 140 mg/dl. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify watchdog timeout alarms due to full segment display. No unexpected audio/beep anomalies were noted.